Event description:
The customer reported that the system exhibited communication errors. This error is likely to result in a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.